Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) and the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Rv defib impedance intermittently varies between 50 ohms and out of range high between 07 and (B)(6) 2015. Svc defib impedance intermittently varies between 60 ohms and out of range high between 07 and (B)(6) 2015.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and fracture was suspected. The lead was turned off until it could be replaced. During the replacement procedure it was noted that the lead was not properly connected to the device. All pace/sense measurements were taken several times and the lead was visually inspected. No anomalies occurred. It was decided to use the lead and not to replace it. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.